Event description:
It was reported that a client received a package labelled for a maxan 1-level 20mm fixed plate (14-5221120) that actually contained a maxan 2-level 20mm fix plate (14-522220). There was no patient involvement.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a client received a package labelled for a maxan 1-level 20mm fixed plate (14-5221120) that actually contained a maxan 2-level 20mm fix plate (14-522220). There was no patient involvement.

Manufacturer narrative:
H6 investigation type additional code: 4109. Corrections in d4: lot number and UDI number, d9, g1, h3, and h4. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the returned device is part number 14-522220 lot j3549823. A bag/label was not received. No signs of damage. A photo was provided, which shows a sealed package labeled as a 1 level plate (pn (B)(4), ln 166430) containing a 2 level plate. DHR review the "loose inventory repack traveler" DHR indicated that the device was likely conforming when it left highridge medical¿s control. However, based on the inspection of the returned device, it is now known that the device was not conforming. Potential root cause the root cause of this issue is likely associated with the repackaging process and an internal CAPA. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.